Manufacturer narrative:
Sample not received by MFR in time for this report. Investigation is incomplete at time of this report. A f/u investigation report will be sent when completed.

Event description:
The event is reported as: complaint alleges that the nebulizer leaks medication. Alleged incident occurred during pt use. No pt injury reported.